Event description:
It was reported to philips that the system gave an alert indicating the geometry movements were partially available. Upon rebooting, the system gave another alert indicating the generator was busy, preventing x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.